Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo, chronic total occlusion in the mid left anterior descending artery with heavy calcification and 90% stenosis. Two non-abbott stents were intended to be implanted; however, the two stents failed to cross the lesion. Pre-dilatation was performed and a 3.0x12mm rx xience v stent delivery system (sds) was advanced; however, resistance was met and force was applied. The sds failed to cross the lesion and the proximal shaft separated during use in the patients anatomy; however, the separation portion of the sds was simply removed. Reportedly, the lesion was left untreated. There were no patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Returned device analysis revealed the proximal shaft was not separated. Follow-up with the account confirmed that the shaft kinked during the procedure, but did not separate as originally reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.